Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information received and per event details, the reported device device embolization appears to be related to procedural conditions. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 5mm x 4mm amplatzer piccolo occluder was chosen for implant for a 1.2kg, 4-week-old patient with patent ductus arteriosus (pda) dimensions of 3.4mm minimal diameter, 3.9mm diameter at aortic ampulla, and 9.7mm length. Pda measurements were determined via angiography. Echocardiography and angiography imaging were used during the case. Access was venous. The device was placed intraductally. The pulse checklist was used, and a stability check was performed. Upon release, the device migrated toward the left pulmonary artery. The device was retrieved via percutaneous removal, and a 5mm non-abbott plug was chosen and placed. The implanted believed that the device migrated because it was too small. The patient remained hemodynamically stable throughout the procedure. There were no clinical signs or symptoms. The patient status was stable.